Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was not showing patient details. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing. A technical support specialist troubleshooted the device and verified patient status via server and database; confirmed visibility at station with customer, issue resolved. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system was not showing patient details. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.